Event description:
It was reported that the patient was standing three feet from a riding lawn mower when it shocked the patient. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.